Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far p oversensing was detected on the implantable cardioverter defibrillator during the device implant procedure. The physician tried three devices and the oversensing persisted. Programming changes were attempted. The patient experienced no adverse consequences.